Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility's clinical safety coordinator reported to baxter (B)(4) that an interlink continu-flo had black matter inside the sterile tubing. This was observed while the nurse was priming a new line for a patient's intravenous antibiotics. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed several small dark particles inside the tubing located midway between the top and middle y-sites, confirming the reported condition. Closer visual inspection under a microscope showed that the particles are what appear to be burned/charred plastic fragments. The root cause of the reported condition was not identified. A batch review was performed on the reported lot with no deviations found.